Event description:
The iab leaked. This was the only info at the time of the report. On 3/16/98, datascope was notified that the iab would not be released to datascope at this time. [Event complications]: none from the event-reported 3/5/98. [Pt's current status]: unk-rpt'd 3/5/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval.